Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: complaint issue was discovered on (B)(4) 2015; however, it is unknown when the complaint condition actually occurred. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00134529 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 59,7-60,0 hrc and was found to be good. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: received condition: the cutting blade presents various nicks and damage. There are some brown residues located at the damaged cutting blade and on the surface of the positioning hole. The visible brown residues show that the device was not cleaned according to the general maintenance and care instructions. Blood, pus, secretions, etc. Most human body fluids and residues contain chlorine ions, which can lead to corrosion if left to adhere to, or dry on, the instrument for prolonged periods. Instruments should therefore be cleaned and dried immediately after every use. No product fault could be detected. This complaint was determined to be caused during mechanical overloading situations and from inappropriate cleaning procedures. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that: there were no issues during the manufacture of the product that would contribute to this complaint condition. The chisel has sheared off on the tip. Otherwise there are optical no signs of misuse on the surface. A hardness test was performed and found to be conforming. All dimensions are in tolerance a pmi test was performed and found to be conforming. The tested material charge is equivalent to the complaint charge. No manufacturing issue was found during investigation; therefore no prm documents were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that upon inspection before first use, chisel blade, part number 399.550, was discovered to have a broken front edge. Chisel blade, part number 399.580 also was reported to have a broken front edge as well as rust. There was no reported patient or surgical involvement. This report is 1 of 2 for (B)(4).